Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 at set change. Customer's blood glucose was unknown mg/dl. The customer is unable to proceed. Customer was to revert to a backup plan and contact the hospital for replacement as pump is "oow".